Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with normal operating current. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected light goes on and off during testing. No unexpected numbers were scrolling during testing. The pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The mother stated that when she presses the act button, the light goes on and off and gives a buzz. The mother stated that she did a self-test and did not receive an error message. The mother stated that the pump never done that before. The customer will be sent a replacement pump.